Event description:
Reported through legal that a complaint was served which alleged a few hours post aortic valve replacement, the patient went into cardiac arrest and died. Per the complaint, an autopsy allegedly revealed a "damaged hancock aortic valve". The valve was not returned for evaluation. A copy of the autopsy was not available. Additional information was requested but not received.